Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: the pump's black box showed evidence of short battery life along with multiple battery alarms. The pump powered on with the returned battery cap. There were battery compartment cracks observed in the thread area. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The audio bolus button cover has a tear in the center, but the button was still normally responsive. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment cracks.